Manufacturer narrative:
(B)(4). The manufacturing facility is not known. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown secondary set is difficult to back prime and the filter gets wet. This occurred before use. There was no patient involvement. No additional information is available.